Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the distal circumflex artery with overlapping 2.5 x 15 mm and 2.5 x 8 mm stents. On (B)(6) 2011, the patient experienced stable angina with shortness of breath. On (B)(6) 2011, the patient was hospitalized and underwent a percutaneous coronary revascularization in the atrial ventricular groove of the circumflex artery, target vessel, non-target lesion. The patient's condition resolved and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 2.5 x 08, other: clopidogrel, aspirin. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.